Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the district nurse said there was a hole in one of the catheters and it could not be used. The location of the hole was unknown.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿statlock® foley catheter stabilization device kit uro-prep® tray with: 2 - gloves (not made with natural rubber latex) 1 - apron 1 - fenestrated drape 5 - gauze squares (7.5 cm x 7.5 cm) 1 - underpad 1 - disposal bag 1 - 10 ml syringe, filled with water soluble lubricating gel 1 - 10 ml syringe, filled with sterile water (only for inflating the catheter) 1 - 10 ml syringe, empty (only for deflating the catheter) 2 - 10 ml syringe, filled with sterile water (for cleansing purposes only) sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Sterilized using ethylene oxide. For urological use only. Single use only contains or presence of phthalates: di (2-ethylhexyl) phthalate (dehp) is a plasticizer used in some polyvinyl chloride medical devices. Dehp has been shown to produce a range of adverse effects in experimental animals, notably liver toxicity and testicular atrophy. Although the toxic and carcinogenic effects of dehp have been well established in experimental animals, the ability of this compound to produce adverse effects in humans is controversial. There is no evidence that neonates, infants, pregnant and breast feeding women exposed to dehp experience any related adverse effects. However, a lack of evidence of causation between dehp-pvc and any disease or adverse effect does not mean that there are no risks. This is a single use device. Do not resterilise any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Warning: on catheter, do not use ointments or lubricants having a petroleum base. They will damage the catheter and may cause balloon to burst. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws, regulations, and policies. Caution keep away from sunlight. Do not store at freezing temperatures, keep at room temperature away from direct exposure to light, preferably in original box. Single use only contains or presence of phthalates: di (2-ethylhexyl) phthalate (dehp) is a plasticizer used in some polyvinyl chloride medical devices. Dehp has been shown to produce a range of adverse effects in experimental animals, notably liver toxicity and testicular atrophy. Although the toxic and carcinogenic effects of dehp have been well established in experimental animals, the ability of this compound to produce adverse effects in humans is controversial. There is no evidence that neonates, infants, pregnant and breast feeding women exposed to dehp experience any related adverse effects. However, a lack of evidence of causation between dehp-pvc and any disease or adverse effect does not mean that there are no risks. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient."

Event description:
It was reported that the district nurse said there was a hole in one of the catheters and it could not be used. The location of the hole was unknown.